Manufacturer narrative:
The technician found the foot end brake casters were not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010, 2011 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the foot end brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the med/surge hallway at the account. There was no pt/user injury reported. This report was file din our complaint handling system as complaint #(B)(4).